Event description:
The pt was taken to surgery for a operative procedure of exploratory laparotomy and small bowel resection. During the planned procedures, an arteriotomy and a thrombo-endarterectomy was attempted. The embolectomy catheter was passed one time and the pt had such bad calcification that it stripped the embolectomy balloon. The piece left in the pt was approximately 1 inch long.